Event description:
She received erratic results. She received a blood glucose reading of 212mg/dl and a minute later, a reading of 536 mg/dl. The difference between the readings falls in the "c' zone of the parkes error grid, making the results clinically significant. The customer did not change medication or allege any adverse event. The strips are to be returned for evaluation, and replacement strips are to be sent.